Manufacturer narrative:
The explanted ipg will not be retuned for evaluation as it was kept by the medical facility.

Event description:
A report of the patient experiencing difficulty charging the implant was received. It was confirmed that the pocket site was too deep. The physician decided to revise the pocket site and replace the patient's implant.